Manufacturer narrative:
(B)(4) .date sent: 6/16/2023 d4 batch #: r9276k investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. During functional testing on gen11, an alert screen was displayed. The instrument was mechanically tested and it was noted that the lever did not actuate the clamp. Functional testing could not be performed as the device did not properly attach to the handpiece. The device was disassembled to inspect the condition of the internal components and a component from the lever-clamp mechanism was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the component affected the interface between the handpiece and the device. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. It is possible that the broken component did not allow the device to torque properly and generate an alert screen.   No conclusion could be reached as to what caused the damage to the tube collar component. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure when tested the device after tightening the probe, it is showing repeatedly tighten the assembly and not working. There were no patient consequences.